Event description:
It was reported that the patient had a clear foley catheter which was removed recently at home on own. The patient used a syringe to deflate the balloon, but there was no water in the syringe. The patient was still able to remove the catheter. Also the patient was concerned that the balloon could popped inside the bladder. The patient attempted to inflate the balloon but it would not inflate. Mis suggested to speak with the doctor if the patient was concerned about balloon fragments left behind. Per follow up on 07july2021, stated that the balloon did not burst, but there was no liquid drawn out when the catheter was removed. Additionally customer stated that the catheter leaked, so used gauze around it to catch the urine. Customer's urologist suggested to remove the catheter by using a syringe to draw the liquid out of the balloon but there was no liquid inside the balloon. Customer was worried that customer might have a piece of the catheter left inside the bladder but not had any issues.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be ¿inflation / drainage lumen wall perforated¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had a clear foley catheter which was removed recently at home on own. The patient used a syringe to deflate the balloon, but there was no water in the syringe. The patient was still able to remove the catheter. Also the patient was concerned that the balloon could popped inside the bladder. The patient attempted to inflate the balloon but it would not inflate. Mis suggested to speak with the doctor if the patient was concerned about balloon fragments left behind. Per follow up on 07july2021, stated that the balloon did not burst, but there was no liquid drawn out when the catheter was removed. Additionally customer stated that the catheter leaked, so used gauze around it to catch the urine. Customer's urologist suggested to remove the catheter by using a syringe to draw the liquid out of the balloon but there was no liquid inside the balloon. Customer was worried that customer might have a piece of the catheter left inside the bladder but not had any issues.

Event description:
It was reported that the patient had a clear foley catheter which was removed recently at home on own. The patient used a syringe to deflate the balloon, but there was no water in the syringe. The patient was still able to remove the catheter. Also the patient was concerned that the balloon could popped inside the bladder. The patient attempted to inflate the balloon but it would not inflate. Mis suggested to speak with the doctor if the patient was concerned about balloon fragments left behind. Per follow up on 07july2021, stated that the balloon did not burst, but there was no liquid drawn out when the catheter was removed. Additionally customer stated that the catheter leaked, so used gauze around it to catch the urine. Customer's urologist suggested to remove the catheter by using a syringe to draw the liquid out of the balloon but there was no liquid inside the balloon. Customer was worried that customer might have a piece of the catheter left inside the bladder but not had any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.